Event description:
When importing images from two different patients in one session, both with different names from the name entered in the treatment planning system, a warning is shown indicating that the name of the first patient is different from the name entered in the treatment planning system. If the user accepts this difference no new warning indicates that the second patient name differs from the name entered in the treatment planning system. Images from a different patient can therefore be imported without informing the user.